Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the color bar was displayed because the output connector socket failed and the scope connection failed.

Manufacturer narrative:
Sorc checked the subject device and found that the phenomenon occurred due to video connector socket failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that color bar instead of endoscopic image was displayed. There was no report of patient injury associated with the event.